Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1a7rj, implanted: (B)(6) 2017 product type: lead. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned.

Event description:
Additional information was received. It was reported that the uti was present before the first phase of the implant surgery and was not related to device or therapy.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889, serial # unknown, implanted: (B)(6) 2017, product type lead.

Event description:
Information was received by a manufacture representative via a patient. Patient mentioned she has a possible uti. [This is a duplicate report to manufacturer report #3007566237-2017-00159 which reported the lead. This is reported under the main device of the system. All further information relating to this event will be reported under this report and not 3007566237-2017-00159 to comply with system reporting.]

Event description:
Additional information was received. It was noted that this was a trial patient and that they will enter phase 2 of the trial on monday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.